Event description:
It was reported that while the rn was performing a pneumatic leak test on the cardiosave intra-aortic balloon pump (iabp) after its use it failed the membrane leak test. The rn called for assistance , he stated he attempted it twice and another colleague also tried, but it did not pass. He was advise to perform the test again , however it failed during the membrane leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The customer's biomed ran the system with a trainer for an hour. There were no issues found. A pneumatic test was conducted three times. There were no issues. The pim was reseated as it seemed a little loose. The iabp will be returned to the floor for use as there were no issues found during testing. All functional and safety checks were performed. H3 other text: not returned to manufacturer.

Event description:
N/a.